Event description:
Customer called to report that the insulin pump alarmed motor error. Customer's blood glucose levels were not included in the report. Product is being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.